Manufacturer narrative:
The quality control (qc) results were within range. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes". A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results that were considered discordant when compared to the nonreactive (negative) atellica sars-cov-2 igg (scovg) results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00200 initial report on 2021-03-23. Additional information - 2021-03-27. The patient samples were drawn and tested using atellica im sars-cov-2 total (cov2t) and atellica im sars-cov-2 igg (scovg) on the same day. Repeat testing was not performed. The customer received new lot of atellica im reagent and was able to repeat their study to their satisfaction. Siemens has concluded investigation for discordance between atellica im sars-cov-2 total (cov2t) lot 002 results and atellica im sars-cov-2 igg (scovg) lot 002 results for patient samples. There is no pcr information available on these samples. The samples were drawn and tested on the same day. There is no expectation the siemens atellica im cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The atellica im scovg and atellica im cov2t assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. The limitations section of the atellica im cov2t instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." The limitations section of the atellica im scovg instructions for use states: "a negative result for an individual subject indicates absence of detectable anti-sars-cov-2 antibodies. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. The sensitivity of this assay early after infection is unknown." "A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "The immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as reactive by the assay." Based on the investigation, a product non-conformance has not been identified. Customer is operational. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.